Event description:
It was reported following a percutaneous procedure a 6f angio-seal vip was used in the femoral arteriotomy. During deployment the physician stated the device locked only on 1 side and was unable to lock the opposite side. The deployment was completed with no other problems. The pt returned to the hospital with right lower leg pain and mottled appearance. An angiogram proved the obstruction. The surgeon was notified of the obstruction by the radiologist. Two days after the initial procedure, the pt underwent surgical intervention to restore normal blood flow. The angio-seal was removed.